Event description:
Additional information received noted that the left ventricular (lv) lead was explanted and the lv lead port was plugged. The patient was programmed appropriately and discharged home in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that patient called clinic with discomfort caused by chest stimulation. Patient came into clinic and chest x ray confirmed left ventricular (lv) lead dislodgement. Programing changes were made to deactivate the lead. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.